Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the distal part of the axios stent did not expand. The stent was removed from the patient in a partially deployed state with the assistance of snares. The procedure was not completed because another axios stent was not available. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the use of an additional device that assisted in the removal of the axios device.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the use of an additional device that assisted in the removal of the axios device. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the distal part of the axios stent did not expand. The stent was removed from the patient in a partially deployed state with the assistance of snares. The procedure was not completed because another axios stent was not available. There were no patient complications reported as a result of this event.